Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was not inspected before use. Negative prep/purging was not performed on the device prior to use. The lesion was pre-dilated using kissing balloons. Inflation difficulties were encountered while trying to deploy the stent. After the resolute onyx was unable to be deployed and removed, the lesion was again pre-dilated. The balloon inflated fully. The stent was post-dilated. The same inflation device was successfully used with other devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug-eluting stent was used to treat a de novo lesion in the 1st diagonal . It was reported that the stent was unable to be deployed and it was subsequently removed intact. It was then reused, being deployed at 10 atm for 10 seconds. No patient injury reported.